Manufacturer narrative:
(B)(4). Therapy dates - the exact occurrence date is unknown; however, the patient reported that the event occurred around (B)(6) 2014. An event indicative of a potential malfunction of the transfer set was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a transfer set disconnected from the titanium adapter during the patient¿s peritoneal dialysis (pd) therapy, while the patient was sleeping. The patient was unaware of anything that could have caused or contributed to the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this patient and event.